Event description:
In 2007, -lead leaking- was observed. The system was programmed off but left implanted due to appropriate intrinsic pacing. On (B)(6) 2010, it was observed that the lead was -being cut at 1 cm from the tip in the atrium-. The tip remained in the right auricle and the proximal portion was jumping up to the superior vena cava. Via x-ray, the coil did not appear exposed and thrombosis was observed. The lead was left implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.